Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd phaseal¿ y-site connector leaked. The following information was provided by the initial reporter: leaking from they y site during medication administration.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that an unspecified bd phaseal¿ y-site connector leaked. The following information was provided by the initial reporter: leaking from they y site during medication administration.